Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of noise and p/t-waves. The patient was exercising during one event. The noise is consistent with myopotentials. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of noise and p/t-waves. The patient was exercising during one event. The noise is consistent with myopotentials. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection showed a crack in the notch area next to sense b electrode. This crack extended into the insulation but not to the conductors. This type of damage has been deemed a design issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of noise and p/t-waves. The patient was exercising during one event. The noise is consistent with myopotentials. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise and p/t-waves. The patient was exercising during one event. The noise is consistent with myopotentials. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.